Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received an inappropriate shock. Functional undersensing was noted. Programming changes were suggested.